Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. D4: full UDI number will be provided with the follow-up report.

Event description:
It was reported that during the procedure the doctor was having a difficult time removing the avaflex device which lead to the handle snapping off. The avaflex was cut just under the skin and implanted with cement. Per the doctor the patient will need a revision surgery. The procedure was completed successfully.

Manufacturer narrative:
D4: full UDI provided. H6: the quality investigation is complete.

Event description:
No new information.